Event description:
It was reported that during interrogation, the pulse generator displayed a diagnostics anomaly. After the device diagnostics were cleared, the device was re-interrogated and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.